Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) cable, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) lost communication with the breath delivery (bd). There was no patient involvement.

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned graphic user interface (gui) to breath delivery (bd) cable assembly reported as having lost communication, and generated error codes. A visual inspection was conducted, and two indentations were observed on the outer insulation of the cable about 21 cm from the bd connector plug, near the position where the cable would be attached to the rta cart. Functionality tests and calibration were performed by using a failure investigation test ventilator and a fluke multimeter calibration, as detailed in the 840 ventilator service manual. The unit was attached to the failure investigation test ventilator for analysis, it was powered up, and the ventilator immediately alarmed with a ¿settings locked out¿ message on the gui screen, indicating that there was no communication between the gui and bd. When the cable was manipulated, communication was restored temporarily, indicating an intermittent break in the cable. Error codes were observed in the diagnostic logs. On further investigation, it was discovered that there was a break in the inner core of the internal co-ax cable approximately 21 cm from the bd connector at or near where the cable would be attached to the rta cart. The internal co-ax cable carries all the ethernet communications between the gui and bd pcbs. While it is not possible to accurately determine the root cause of the cable break, the most likely cause is excessive flexing or sharp bending of the cable, over time. The slight indentations on the outer insulation at the same position on the cable would support this reasoning. The reported malfunction was verified. (B)(4).